Manufacturer narrative:
Parts on order for repair.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the backrest would not remain upright and could not support patient weight due to a broken crossbar. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported the backrest would not remain upright and could not support patient weight due to a broken crossbar. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted to correct the previous conclusion code. The device was not repaired and returned as the unit has not been available. Additional information will be submitted once it is obtained.

Event description:
It was reported the backrest would not remain upright and could not support patient weight due to a broken crossbar. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.